Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The needle popped off at the swedge. A new suture from a different lot was used to complete the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Lot number tcmbbp was initially reported to be associated with product code vcp371h when the even was first reported. However upon review of the batch records for lot number tcmbbp show that it is associated with product code xnv134. Please clarify if there was any alleged quality issue against lot number tcmbbp. 2. Please clarify if two sutures from vcp371h and lot number thmmac experienced the needle popped of at the swedge. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08692. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found . A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: I sent you everything the account gave me. Perhaps the account did not read the correct lot numbers to me over the phone. Please work with the returned sutures and the lot numbers on the envelopes they came in. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one needle-suture piece outside its packaging that pertains to the product vcp371h, lot tbmbbp. In order to evaluate the conditions of the returned sample, no needle pull was observed. The swage and attachment area were noted to be as expected. The suture piece was observed with the extreme cut possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one needle-suture piece outside its packaging that pertains to the product vcp371h, lot tbmbbp. In order to evaluate the conditions of the returned sample, no needle pull was observed. The swage and attachment area were noted to be as expected. The suture piece was observed with the extreme cut possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.